Manufacturer narrative:
Date rec¿d by MFR : 25may2019, date of report : 22aug2019. Repair information was confirmed. Failure investigation was completed. Although requested, patient information was not provided. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The fse replaced the units filters, data acquisition (da) printed circuit board assembly (pcba), and gas delivery system (gds) to address the reported issue. The da pcba and gds were received for evaluation. Visual inspection of the da pcba and gds revealed no evidence of damage or contamination. The da pcba and gds were installed into a test ventilator in attempt to duplicate the reported issue. Further investigation revealed that a defective component (u1) on the gds was the root cause of the failure. After the repair of this component, the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had a volume issue. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.